Event description:
It was reported that during a prostatectomy procedure, the wrist of the endowrist prograsp instrument broke and the instrument could not be removed from the trocar. The instrument was cut to remove it from the trocar. It is unknown if any pieces had fallen inside of the patient. Another instrument of the same kind was used to successfully complete the procedure. No patient harm, adverse outcome or injury was reported during or after this procedure.

Manufacturer narrative:
The instrument has not yet returned from this account for evaluation. A follow up medwatch will be sent once the instrument has been received and evaluated.